Event description:
Customer reports, images keep being black during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the video controller board. System operates as intended.